Event description:
It was reported that one month post implant, the lead had dislodged. The lead was explanted and replaced. Follow-up was unable to determine whether the atrial or the ventricular lead dislodged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.